Manufacturer narrative:
The investigation of returned devices and review of production batch records showed no signs of deviations. There is no previous complaint reported on the same lot. Tests of coating sliperiness and coating friction, respectively, gave both results within specification limits. The most probably root cause is if subject device exposes to high humidity environment or leakage from sachet the catheter may stick to its package and the coating property will deteriorate. Further, as verified by clinical urology experts, the uti reported with this complaint is one of the lower urinary tract symptoms seen in patients with benign prostatic hyperplasia. The patient was diagnosed with bph which can cause uncomfortable urinary symptoms, such as infection. It can also cause bladder, urinary tract or kidney problems and sign of blood in urine which is well known by both the patients and healthcare professionals. In this case, the patient was diagnosed with bph, and this may have contributed to the uti.

Event description:
A male patient with benign prostatic hyperplasia received 2 boxes of intermittent urinary catheter, brand name: lofric origo 40cm ch12. The patient claimed that some catheters were somehow glued to its package and when they were activated with the wetting fluid (salt solution), the coating became very sticky and not evenly distributed across the catheter tube. The patient reported a urinary tract infection (uti), which he believes could possibly be due to this catheter. According to the complaint the patient needed two treatments, one with a general antibiotic and one with an specific antibiotic (15 days in total). The patient currently feels very well and has recovered after the two antibiotic treatments. No other harms or injuries has been reported by the patient for this complaint.